Event description:
It was stated that the insulin pump was no longer functioning after changing the battery. Troubleshooting was performed and the insulin pump was still not functioning. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken wire on the battery tube.